Manufacturer narrative:
A trained cynosure lutronic field service engineer visited the treatment site to evaluate the device. Multiple tests, including a full functional test, were performed and all results were within specification. Inspection of the effector tip identified black dots on the surface. The nature of these dots is unknown, and it is also unknown whether they were present before treatment. The user guide instructs users to inspect the effector tip before and during use for signs of damage. It was reported that the treatment provider inspected the effector tip prior to the start of treatment and there was no evidence of damage or black dots observed at that time. The tip was collected for further evaluation. The root cause of the reported burn and the origin of the observed dots remain unknown. If the dots represent damage, how the damage occurred is also unknown. Whether the observed condition is related to the reported burn cannot be determined until the tip is received and evaluated. A member of the cynosure lutronic clinical team contacted the treatment provider for additional information about this case. However, the provider did not share treatment details, including the parameters used or pre- and post-treatment care. Despite multiple follow-up attempts to obtain information relevant to the investigation, no additional details were provided. The provider did share images taken approximately 24 hours after the reported side effects occurred, as well as images of the effector tip and its packaging with the lot number visible. The lot number shows that the tip was manufactured in feb 2026, therefore, went through manufacturing resistor testing. To reduce the likelihood of recurrence, the clinical team advised the treatment provider to inspect the effector tip before use and periodically during treatment to confirm that no damage is present. The provider was also advised to disinfect the tip before use. Proper tip installation steps were reviewed, with emphasis on avoiding contact with or pressure on the effector tip surface during installation and treatment to help prevent damage. This event is reportable under FDA medical device reporting requirements (21 cfr part 803) because it involves a device malfunction that could cause or contribute to a serious injury if it were to recur.

Event description:
It was reported that a patient experienced a potential facial burn during a xerf treatment. Treatment was stopped, and inspection of the tip revealed a black dot on the effector tip surface.